Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates an intended.

Event description:
The customer reported the system displayed an interlock failure error and would not boot up. No patient injury was reported.